Manufacturer narrative:
Customer¿s calibration and quality control were not provided. Based on the available information, a general reagent issue can be excluded. The investigation determined to the differences of the tsh values generated with the different analyzers; assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient from the cobas 8000 e 602 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a cobas 8000 e 602 module. The patient¿s sample was also outsourced and tested on an architect analyzer and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(4) for the ft4 assay and patient identifier (B)(4) for the ft3 assay.